Manufacturer narrative:
According to the facility on (B)(6) 2025, during balloon inflation of a foley catheter, extreme resistance was encountered, requiring more effort than usual. Inflation of the balloon outside of the body was attempted and the same resistance was observed. The nurse then proceeded to inflate the balloon in the bladder. Bleeding from the urethra was observed. The patient was sent to the hospital due to uncontrolled urethral hemorrhage and received a urology consult with bladder irrigation. The patient returned to baseline and continued to utilize a catheter. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, during balloon inflation of a foley catheter, extreme resistance was encountered, requiring more effort than usual. Inflation of the balloon outside of the body was attempted and the same resistance was observed. The nurse then proceeded to inflate the balloon in the bladder. Bleeding from the urethra was observed. The patient was sent to the hospital due to uncontrolled urethral hemorrhage and received a urology consult with bladder irrigation. The patient returned to baseline and continued to utilize a catheter.